Manufacturer narrative:
Additional narrative: examination of the returned instrument confirms the complaint; a portion of the top thread broke off. Further examination also shows that the handle of the instrument is cracked. The overall condition of the instrument indicates it has been well used over time. The date code (B)(4) indicates the instrument was manufactured in august of 2010 and is over 6 years old. Based on the age and overall condition of the instrument the root cause is attributed to misuse and wear out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient underwent primary tha case . It went fine until the surgeon wanted to change the version of the cup and it was discovered that the threads on the straight cup inserter handle had been compressed enough so that we couldn't thread the handle back into the cup.